Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by depot services. The rubber boot on the mpu patient cable connector block was separating from the connector block. The unit was repaired by replacing the mpu patient cable. The repaired mpu was tested and returned to the rental/loaner pool. The patient cable connector block was examined and no ingress or damage were found. The over-mold did not interfere with power cable lead connections. The patient cable connectors are molded into a hard form block; the block is then over-molded (with rubber). The issue with the over-molding was cosmetic and not functional. Also, the patient cable outer jacket was discolored (observed as an incidental finding). The mpu unit was almost 5 years old. The reason for the over-mold separation was not determined in this analysis. Incidental findings: the mpu patient cable outer jacket was discolored. There was a yellowish tone to the cable¿s outer jacket color as compared to reference/new mpu patient cables. The discoloration was throughout the entire length of the outer jacket. The discoloration was not reported in the service report or event description. The mpu assembly was made sep 30, 2016. The mpu unit was packaged and placed into stock on oct 12, 2016. The unit was last returned from use on oct 8, 2018. The unit was sent to the customer on jan 10, 2019. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rubber encasing of the patient cable was loose. The visual inspection confirmed the loose rubber encasing of the patient cable. The power on off inspection revealed that the system booted up as intended. The functional test revealed that the system functioned as intended. The patient cable was replaced, and all tests were performed.